Event description:
It was reported that during a lap. Gastric band to roux-en-y procedure the device fired fine. When the surgeon was trying to remove the device the anvil came off the device and was left inside the patient. The surgeon cut the anvil out of the gastric pouch. Another device was used to re-do the anastomosis. A leak test was performed and no leaks. There were no reported patient consequence.

Manufacturer narrative:
(B)(4). Information unavailable. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.